Manufacturer narrative:
Other text: returned device was received in worn physical condition. During the evaluation of the device, the device suffered drop damage and this caused the crack in the tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer case was cracked and was leaking water. There were no reported adverse events